Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged as the physician completed the pocket closure, during an implant procedure. As a result, the rv lead was repositioned successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.